Event description:
Applied libre pro sensor to patient right arm, and when I scanned her with the libre scanning device, I got a message that said to check sensor status in 7 minutes. That is not the usual message, (usually it says to scan in 2 minutes.) I did try to scan after 2 minutes, and it said to scan in 5 minutes. I tried to scan in 5 minutes, and I got an error message stating that the sensor is not working and needed to be replaced. I asked a clinic nurse about this. She had never received a message like this or instructions to replace the sensor. I removed the faulty sensor and applied a 2nd sensor. (Again, to the right arm) I had the exact same experience. I got a different reader and scanned the sensor with it. I had the same result. The second sensor was also lot# 230501a, the serial number was [redacted number]. I next called the diabetic clinic and spoke with a nurse who had the same experience, and she asked the diabetic educator about it, and that person had the same experience also. I placed a 3rd sensor with patients okay, on the left arm this time. When I was choosing the sensor box from the supply room, I got a sensor from a different area, so that it had a different lot number. The 3rd sensor worked as expected.